Manufacturer narrative:
A deployed wallflex colonic stent delivery system was received for analysis, the stent was not returned. The distal end of the inner shaft was kinked. No other issues were noted with the stent holder or the remainder of the device during the product analysis. The noted damage to the delivery system was likely a result of the deployment attempt, as it was reported that the patient's anatomy was tight and was not dilated prior to stent placement. Taking all available information into consideration, the investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex colonic stent was implanted to treat an intestinal obstruction in the colon during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during deployment, the stent was not in the proper location. The physician tried to reconstrain the stent but the stent could not be reconstrained. The physician then decided to release the stent and another wallflex colonic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex colonic stent was implanted to treat an intestinal obstruction in the colon during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during deployment, the stent was not in the proper location. The physician tried to reconstrain the stent but the stent could not be reconstrained. The physician then decided to release the stent and another wallflex colonic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.